Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "alarms during bolus dose" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be a defective bolus switch. The switchboard was replaced in order to fix the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "alarms during bolus dose." This condition occurred during preventative maintenance in the "anesthesia" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.